Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. On (B)(6) 2019, during lead revision procedure a new lead could not be implanted due to patient anatomy; the physician elected to keep the existing lead. The patient was in stable condition.